Event description:
Device hit eos status in (B)(6) of last year. It was reported to have 89% battery remaining as of (B)(6) 2017. Doctor has decided to change out the device (B)(6) 2019. Explanted device will be sent back for analysis. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6), 2018, confirming the clinical observation. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. The current consumption measured by the ICD was normal and as expected. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. In a next step, the electrical module was attached to an external power supply and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.